Event description:
Patient reportedblood glucose results of "235, 98 and 97 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.